Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead during an unrelated procedure. A micro-dislodgement of the rv lead was suspected to be the cause of the event. An attempt to reposition the lead was attempted, however, the stylet was unable to be advanced into the lead due to a bent helix. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. A visual and x-ray examinations found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within required performance specification. The reported event of inability to advance a stylet down the lead was confirmed. The stylet insertion to the lead could not be tested due to over torqued inner coil at the connector region. The cause of inability to advance a stylet down the lead was due to the over torqued inner coil consistent with procedural damage. The reported event of r-wave amplitude variation was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internals shorts.